Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the device history record was reviewed for the suspected contour plus meter with serial # (B)(6) and no manufacturing anomalies were found.

Event description:
An advocate called on behalf of the customer from mexico to report that their blood glucose readings were not being stored in the memory of the contour plus meter. There was no allegation of an adverse event. The customer was advised to return the device for advocate. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.